Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 3708240, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 3998, lot# v060415v01, implanted: (B)(6) 2010, product type: lead. Product ID 399945, lot# v140633, implanted: (B)(6) 2010, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 37761, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the stimulation stopped and they needed to charge but the connector pin had broken off charger. Indications for use are as follows: 043 failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.